Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was to have "some catheter revision" and was concerned about "inflammatory mass." On (B)(6) 2011 it was reported that the patient had "ongoing issues and possible inflammatory mass" and the system was to be removed. On the (B)(6) 2011, the patient experienced "leg weakness." The physician was unable to aspirate the drug from the catheter. The patient was started on a gradual decrease of medicines and system revision was scheduled for (B)(6) 2011. The drugs infused via the pump included morphine sulphate 30mg/ml, bupivicaine 1 mg/ml and clonidine 150 mcg/ml. Additional information has been requested, but was not available as of the date of this report.